Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently and that the battery cap was not able to be removed from the pump. It was noted that a new battery was inserted into the pump and the pump powered on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that several unexplainable power reboots were recorded. Visual inspection revealed that there was moisture in the display. There was no damage observed to the battery compartment or returned battery cap. During testing, the pump powered on with audio tones and vibrations functional. The display was found to be blank. The battery cap contact height and width measurements were found to be within the required specifications. The intermittent power issue was not able to be adequately investigated due to the blank display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.